Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. The field service engineer (fse) found during initial inspection that the stations remote manager was clicking to release the latch but was not actually releasing it. The fse proceeded to replace the mini switches and then had the customer verify the refrigerator functionality. All components worked without issue following the repair. The system functioned as intended after the field service engineer repaired the device.